Event description:
It was reported that the customer received low blood glucose alarms and thought she was at a blood glucose level of 60 mg/dl, but when the customer checked, she was at 300 mg/dl. The customer treated her blood glucose with a needle and changed out and discarded her sensor. She also received a bad sensor alert after a second consecutive calibration error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.